Manufacturer narrative:
(B)(4). The reported product is an unknown baxter transfer set. The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On an unreported date, the patient began treatment for peritonitis with reflin (inj) injection (1gm per day, route not reported), tobramycin inj (40mg per day, route not reported) and heparin inj (25000 I/u ¿international units x5ml, 3 times a day, route not reported). The outcome of the peritonitis was not reported. At the time of this report, dianeal therapy was ongoing. No additional information is available at this time. This is report 1 of 3 involved in this event.